Event description:
Customer reported experiencing alarm 2 followed by alarm 26, indicating occlusion issues with the insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through several troubleshooting steps. The customer was advised to replace supplies as needed and resume insulin.